Event description:
Vns pt has experienced an icnreased number of grand mal seizures. It was also reported that during stimulation, the pt's skin in the area of the generator turns extremely red. Investigation to date has been unable to determine the causeof the reported events because no response has been received to MFR's requests for additional info from treating neurologist (via fax x2).

Event description:
Further follow-up revealed that the pt is currently doing well. Epileptologist indicated that the reported events are not related to vns therapy and that the increase in seizures was not above pre-vns baseline. There have been no medication changes or any environmental stimuli that could have caused the increase in seizures. The pt's health condition is not worsening. Device diagnostics testing was within normal limits, indicating that the device is functioning properly. Elective replacement indicator was no, indicating that the generator was not at end of service. The pt experienced 4 seizures per month pre-vns and experienced 3 seizures per month with vns therapy. Epileptologist also indicated that the pt's psychological issues are a possible cause of the reported events.